Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The spc connector was found to be contaminated/dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the associated test strips were returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. No issues were found with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying an error 4 message instead of a test result. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 10pm. The patient reportedly manages his diabetes with novolog insulin based on a sliding scale through pump therapy and stated he continued with his usual diabetes management routine in response to the alleged issue. He claimed that approximately 1 day after the alleged issue occurred, he developed symptoms of ¿nausea, headaches and sweating¿ but despite his symptoms he denied receiving any medical intervention. It is not known of the patient associated his symptoms with high or low blood sugar. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.